Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly evaluated. The lead was received with a guide wire stuck in the lumen, due to dried blood/body fluid. The blood appeared to enter the lead via the open tip design. Laboratory analysis confirmed the reported clinical observations.

Event description:
It was reported that during the implant procedure, the physician tried many times to position this left ventricular (lv) lead. The guide wire became lodged inside the lead and could not be removed. Therefore, this lead was removed from the patient and a new lead of the same model was implanted successfully. No adverse patient effects were reported. The attempted lead was returned for laboratory analysis.